Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under the front te. The rash was reported to be raised and itchy. During a follow up the patient reported that he went to the emergency room the previous day as the rash was all over his body, across his check and back and down to his legs. The patient reported that he was prescribed cortisone cream and advised to take benadryl. He also reported that the doctors told him they couldn't be sure what was causing the rash and that it was possible that he was allergic to one of the components on the lifevest. During a final follow up the patient reported that he had been hospitalized but was given a medicine for the rash and it had resolved. The patient reported that he would be released from the hospital the following day. There was no alleged device malfunction.